Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance of the device, the device failed to display an ECG trace on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.